Event description:
New information received notes the lead was repositioned on 18 mar 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead presented with loss of capture at max output. The following day, the lead presented with normal values and the x-ray did not show any dislodgement. However, the physician decided to do a revision on the lead in an additional procedure where the lead was repositioned. The patient was stable.